Event description:
The pt's nurse called to report that she was training the pt how to use the cycler and when she removed the cassette from the cycler there was a leak, the cassette was ruptured. The pt was not connected at anytime during the training. There is no sample available for an eval.

Manufacturer narrative:
(B)(4). Device history record review: one complaint received on this lot. Sample analysis: no sample was received for analysis. Conclusion: complaint is unconfirmed. Event data to be trended per quality data analysis procedure.